Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and found to have no related errors in the system logs. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed on a test system where the hrsv displayed no image and had a thick vertical line down the display. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during use of the da vinci system, the high resolution stereo viewer experienced a video I/o failure resulting in no video output. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: issue was identifying during the final product testing of endoscopes on a not for human use system.